Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy was delivered. Flouroscopy revealed that the right ventricular (rv) lead was dislodged near the atrium. The dislodgement allowed p-waves to be sensed on the rv lead which caused the inappropriate therapy. The rv lead was explanted and replaced to resolve the event. The patient was stable.